Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. The pt's attorney has alleged a deficiency against the device. Additional info has been requested but not yet received.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #(B)(4) for an "unknown pelvicol". Additional info from the importer report: (B)(6) 2012. Brand name: pelvicol acellular collagen matrix. (B)(6).